Manufacturer narrative:
Samples received: 11 unopened pouches (to analyze (B)(4)). Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received 11 closed samples to analyze cases (B)(4) and this case. Tightness test to the samples received has been performed and all units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 2.87 kgf in average and 2.40 kgf in minimum (ep requirements: 1.79 kgf in average and 0.91 kgf in minimum). Degradation test (14 days in sörensen solution at 37ºc) has been conducted with the samples received and the results fulfill b. Braun surgical requirements (> 0.40 kgf). Results: 1.75 kgf in average and 1.55 kgf in minimum. We have also tested the knot security of the samples received and the results are into the current range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: spain. Case description: ovariohysterectomy on a 6 months old cat. Day of operation: (B)(6) 2017 tissue sutured: muscular, subcutaneous and intradermal with monosyn 3/0. Type of knots: surgeon and simple knots.